Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a animal underwent a surgical procedure on (B)(6) 2013 and suture was used. The surgeon opines that the material strength and performance was lower than expected. The suture was snapping at the point of the instrument contact during knot tying. Another like device was used. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
Date sent to the FDA: 12/26/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.